Manufacturer narrative:
Concomitant medical product: product ID 459888 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high out of range right ventricular defibrillation impedance. It was noted that the impedance trend showed a steady climb. The alert parameters were adjusted, and the lead remains in use. No patient complications have been reported as a result of this event.